Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had the lens glue was chipped, and there is restricted forceps movement in the biopsy channel. There were no reports of patient involvement.